Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt ECG "d" cable was cut, damaging wires in the cable. Additionally, electrode belt ECG "d" dome was missing. The electrode belt was unable to complete essential performance testing. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.